Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A micro-dislodgement was suspected, the lead was capped and a new lead was implanted. No adverse patient effects were reported.